Event description:
In 2004, physician called to report that bone healing was delayed for a pt who underwent high tibial osteotomy for a varus alignment of the right knee in 2004. The high tibial osteotomy was performed to create a 12.5 mm correction. An arthrex tibial opening wedge osteotomy plate with two cancellous screws proximally and two cortical screws distally were utilized to fixate the bone. Two truwedge bgs wedges (15 mm high) were trimmed, soaked with pre-prepared platelet rich plasma and placed into the osteotomy site, one anterior and one posterior to the plate. Pt was recovering and radiographs showed continued consolidation for 3-4 months post-operatively. In november, pt developed knee pain. Radiographs showed that one of the screws on the plating system had broken and that bone healing was delayed. When doctor reported this event six months later pt had elected to repeat the high tibial osteotomy procedure using autograft. Revision surgery was undertaken eight days later.